Event description:
The device was unable to interrogate. Hence, the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience was confirmed. No communication was established between the device and the programmer due to the low battery voltage. The device was analyzed with a new battery and found to be normal. The device's current measurements were normal. The battery was returned to the supplier for further evaluation. The cause of the battery depletion was undetermined.